Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, no revision notes reported. Ppf alleges stroke, heart attack, and elevated metal ions. Doi: (B)(6) 2014 (head and liner) - none reported (left hip); doi: (B)(6) 2009 (stem, cup, and screws). This pc is for the allegations after first revision of the left hip. See (B)(4) for the first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.